Event description:
I am diabetic, using medtronic insulin pump for approx 10 yrs, serial # (B)(4), I called medtronic 24 hr help line on (B)(6), 2018. I explained my false reading from my pump to actual blood sugar results. Example: the pump told me within 5 mins my low blood sugar of 40, then 5 mins later 230. I look at my pump reading of pump 40-60, actual blood test 160-220. At night, I would get 4-5 pump warnings of low blood sugar in the 40-70 range. When I did the actual blood test, was not low at all; 100-180 for example. I was getting disturbed in the middle of my sleep 4-5 times. I turned off the pump as I was not getting a good sleep at all. This was going on before I called on (B)(6) but for the past 4-6 weeks prior. On (B)(6) 2018 I called during warranty. I was promised a new pump upgrade and new transmitter on (b)(46 2018 phone call. This was 11 weeks ago, after (B)(6) phone calls to medtronic. After a conversation with a medtronic manager, nothing happened for 11 weeks.